Manufacturer narrative:
Unable to evaluate pads, user discarded them after the rescue. Waiting for additional info from the customer regarding the rescue event. Customer may send in AED for evaluation.

Event description:
The customer reported that during a rescue when placing the pads on the pt, the unit kept repeating the "place pad on bare upper chest" prompt and never advanced beyond the prompt. Customer doesn't know if AED was rescue ready at the time of the rescue. After the rescue, new pads were placed in the AED and it was rescue ready. The pt didn't survive.